Manufacturer narrative:
The service personnel (sp) inspected the ventilator and replaced direct current (dc) - dc converter, battery backplane printed circuit board (pcb), breath delivery (bd)power controller pcb, bd power distribution pcb and two lithium-ion batteries. After servicing, the ventilator has passed all testing per manufacturer specifications and was returned to the customer. One dc-dc converter pcb was returned to medtronic for further analysis. The dc-dc converter pcb was determined to have a blown c56 capacitor rendering the board unsafe to install in a test ventilator. One bd power distribution pcb was returned to medtronic for further analysis. It was received with the 1o r6 resistor measuring 116ko. The damaged r6 is likely the result of the blown c56 capacitor on the separately returned dc-dc converter board. Two lithium-ion batteries were returned to medtronic for further analysis. There was no visible distortion or damage observed that may have affected the function of the batteries. Firmware of the batteries was tested and verified to be correct. The analysis showed the batteries were not charging while the ventilator was connected to ac power. The cause is likely due to (hsc) hardware short circuit. The bd power controller pcb and battery backplane pcb were returned to medtronic for further analysis. Both boards were visual inspected and functionally tested with no anomalies observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator screen went black, alarmed and had a burning smell. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.